Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a delay in achieving hemostasis, during a ¿major bleed¿ due to a use error during the preparation of floseal. It was reported the patient was brought to the ¿a&e¿ due to an unspecified stab wound. It was reported and confirmed the nurse performed incorrect preparation, did not follow instructions and did not reconstitute the floseal properly which led to the floseal not dissolving correctly. It was reported floseal was used off-label as a needle was attached to the product. It was reported the nurse was not trained on use of the product. No further detail was provided regarding treatment for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the inter alia, a thrombin vial with gelatin mixture inside, an empty (but used) mixing syringe and an empty (but used) floseal syringe with a needle attached. The provided sample picture confirmed the admitted use error (not mixed per IFU) and off-label use (needle attached to floseal syringe). The user did not follow the proper user instructions listed in "floseal hemostatic matrix, 5 ml instructions for use", which is provided in every floseal kit. The instructions for use (IFU) provides step by step instructions for preparing the thrombin solution and mixing the thrombin solution into the gelatin matrix. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.